Event description:
Initial information was received from a consumer on (B)(6) 2011. A (B)(6) female consumer with no history of immunological or collagen-vascular disease received a total of 11 sessions of poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) for cosmetic purposes beginning (B)(6) 2010 and continuing until (B)(6) 2010. Injections were given on the side and lower areas of the cheeks. She did not know how much was given each time. She reported that over the last couple of months, she experienced "lumps" on her face and a cyst on her right cheek. The lumps were at multiple injection sites, on both the right and left cheeks; the most prominent ones were on the right side. The lumps were visible, "triple pea sized", big, and protruding. She also reported that there were signs of inflammation associated with the one lesion that was "cyst like". There was no evidence of a systemic process. A biopsy was not performed. Her dermatologist has seen her about four times to inject the lumps with saline or cortisone. The cortisone left "marks" on her face. The dermatologist also reportedly used novocain to numb the area for the cortisone injections. It was not known if novocain was used with the poly-l-lactic acid injections. She stated that she had nominal improvement from the treatment given for the lumps and cyst. She also said that she was upset about the outcome of her poly-l-lactic acid treatments and felt that she did not have improvement in her appearance; her face did not "look full". The poly-l-lactic acid "didn't work". She was excited with the initial appearance after the injection, but after the initial swelling went down, she looked the same. At the time of the report, the events of lumps and cyst were ongoing for the last couple of months. There was no evidence of permanent impairment of a body function or body structure. She did not know if the events were irreversible; her dermatologist was still working on the "problem". Medical intervention consisted of intralesional corticosteroid injections and intralesional saline injections. No surgical intervention was performed. It was unknown to the consumer if the treatments were given to preclude permanent impairment of a body function or damage to a body structure. No further relevant information was reported. Additional information for injectable poly-l-lactic acid (sculptra aesthetic) (lot number/expiration date unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2011, received by (B)(6) on (B)(6) 2011: investigation ongoing. Conclusion: pending.